Manufacturer narrative:
The device was returned to olympus for inspection. During the device evaluation, the following reportable malfunction were identified: the angle wire detached from the control body grip side causing the angulations and control knobs to not work properly. It is most likely that the reportable malfunction probable could be caused by damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Based on the results of the investigation, the definitive root cause of the damaged angulation control wire could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope angle wire detached from the control body grip side causing the angulations and control knobs to not work properly. There were no reports of patient harm.